Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product information required in retrieving the device history records for reviewing and searching the complaint database by lot code were not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product information. It was noted the product was implanted for approximately twenty-years prior to revision. Depuy considers the investigation closed at this time. Should the product and /or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised after 20+ years of heavy use. No noticeable wear but the plastic has some oxidation and was beginning to show cracks in several places. The poly was exchanged. No sign of wear but clear oxidation beginning in one area on edge of poly. Nothing loose, no lysis.